Event description:
Head of bed drifting down. Replaced valve twice to find same problem. Concluded problem was internal to hydraulic manifold. Replaced manifold. Problem solved. Bed was found in storage. No injuries reported.